Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (10 mg/ml) at 1.32 mg/day via an implantable pump for non-malignant pain. Volume discrepancies and underinfusion were first noticed after the pump was replaced on (B)(6) 2015. On (B)(6) 2016, the expected residual volume (erv) was 8.7 ml and the actual residual volume (arv) was 12 ml. On (B)(6) 2016, the patient complained of an increase in pain, so the dose was increased by (B)(4). By (B)(6) 2016 the patient was still complaining of no relief, so the dose was increased by (B)(4). On (B)(6) 2016 the arv was 19.2 ml and the erv was 9.6 ml. The reporter did not believe that this was related to a pocket fill or the result of a programming error. The patient has not heard any pump alarms. An indium study was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.